Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge frequency and non-obstructive urinary retention. It was reported that the trial patient had diarrhea from the antibiotics that were given them. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown what actions/interventions were taken and if the issue was resolved. It was unknown if any surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.